Event description:
Reported issue: multiple cardiac post-op bleeds as a result of ligating clips coming off arterial branches. The patient's condition is unknown.

Manufacturer narrative:
(B)(4) the customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. The device history review for the product horizon ti small red 6/cart 180/box lot# 73h2200617 investigation did not show issues related to the complaint. If the alleged defect samples become available later, this complaint will be updated accordingly. (Associated reports 3003898360-2023-00341, 3003898360-2023-00339).

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: multiple cardiac post-op bleeds as a result of ligating clips coming off arterial branches. The patient's condition is unknown.